Event description:
The customer contacted stryker to report that their device would no longer power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify and duplicate the reported issue. It was determined that the cause of the issue was a faulty system pcba. After replacing the system pcba, proper device operation was observed through functional and performance testing. The device was returned to the customer for service.

Event description:
The customer contacted stryker to report that their device would no longer power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.